Manufacturer narrative:
The hcg reagent lot number and expiration date was not provided. The field service engineer (fse) observed a large amount of bubbles in the stirred reagents and replaced a bent bead mixer paddle. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable elecsys hcg test system results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial hcg result was 276.6 miu/ml. The customer questioned the result as it did not match the patient's clinical picture and was prompted to repeat the sample. The sample was repeated and the result was 58013.00 miu/ml.